Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the report indicated the patient was treated for stricture at the anastomotic site. The IFU states the following: "based on limited clinical data on this device, the rate of endoscopic dilation or surgical intervention for stenosis of the anastomosis is higher than that following surgery." Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
A pediatric patient underwent placement of the flourish pediatric esophageal atresia device to treat pre-existing esophageal atresia. Prior to placement of the flourish, the tef was fully repaired and the patient underwent micro-laryngoscopy and bronchoscopy. Anastomosis was successfully achieved with the flourish device in 14 days. On the day of flourish device removal, esophageal stenosis/stricture was present and a nasogastric (ng) tube was placed to maintain an opening. At 25 days from flourish removal, the ng tube was removed and dilation performed. At 39 days from flourish removal, the 8 fr ng tube was removed, dilation performed, and a 10 fr ng tube was placed. At 47 days the 10 fr ng catheter was removed, dilation performed, and a new 10 fr ng catheter was placed. At 55 days from flourish removal, the patient underwent dilation and placement of a stent for treatment of anastomotic site stricture. Twenty-six days later, the esophageal stent was removed. At 88 days following flourish removal and seven days after removal of the esophageal stent, the patient was found to have ¿pinpoint stenosis¿ at the tef repair requiring dilation and replacement of the esophageal stent. A section of the device did not remain in the patient's body. The patient underwent dilation of the stricture of the anastomosis. No adverse effects were reported.